Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded multiple mid09 (air trap assembly) error messages, confirming the reported event. Evaluation of the console found fluid / moisture on the airtrap sensor, this is consistent with the customer report of leak observed on the start-up kit (suk). This issue is what caused the console to display a mid09 error message. The mid09 error message was resolved after the airtrap sensor was cleaned and dried. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) reported on (B)(6) 2017 and (B)(4) reported on (B)(6) 2017 were reported for the thermogard console with serial number (B)(4) for the same issue of an alarm due to an suk leak.

Event description:
During ivtm treatment, the user observed a leak on the start-up kit (suk). The user performed inspection on the thermogard system thus interrupting the treatment. A possible suk leak was identified; however, a specific alarm / error message exhibited by the thermogard console (sn (B)(4)) was unable to be confirmed. Following this, the user exchanged the suk and used another console to complete the patient treatment. No known impact or patient consequence was reported.